Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: asae/major bleed: the cause of the access site adverse event was use related as it resolved with an additional hemostatic suture.

Manufacturer narrative:
D6b explant date updated. Correction: e4 was inadvertently omitted on the initial manufacturer device report.

Event description:
The user facility reported a 71 year old male on an impella rp for support during a high risk cardiac procedure. After implant, the groin site was noted to have slow ooze. An additional hemostatic suture was placed and manual pressure was held. The ooze appeared to resolve. The patient remains on support.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.